Event description:
It was reported that patient underwent a rotator cuff repair utilizing a slotted maxcutter on an unknown date. During the procedure, the surgeon was unable to cut the suture with the slotted maxcutter causing a delay over an hour. It was further reported the procedure was completed using arthroscopic scissors.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Device was forwarded to supplier manufacturer for evaluation. Evaluation found the instrument was not cleaned properly resulting in the instrument unable to function. Picture of handle mechanism shows large quantity of material clogging the mechanism. A review of manufacturing records revealed the instrument was made to specification.